Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. Confirmation of the complaint was undetermined. The probable cause could not be determined.